Event description:
A customer reported via webform a "replace sensor" message with the adc device. The customer's spouse was reached, and reported that as customer did not have sensor readings available they became hypoglycemic and required third-party treatment of soda. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a "replace sensor" message with the adc device. The customer's spouse was reached, and reported that as customer did not have sensor readings available they became hypoglycemic and required third-party treatment of soda. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues have been observed on sensor patch. Observed cracked sensor neck which occurred post wear during shipment to adc. Extracted data using approved software, sensor was found to be in state 5. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. Therefore, this issue is not confirmed.